Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient started bleeding after inserting sensor and continued for 24 hours. First aid was attempted with a cotton swab and pressure, changing every now and then. The day of the report, the patient was very tired and the child transported her to the emergency department. She stayed for 3 hours and was given epinephrine injection and surgical glue was used to close the wound. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.